Event description:
The service center was informed as the evis exera ii ultrasound gastrovideoscope was returned for service for a reported "image abnormal" that was observed during preparation for use. During inspection and testing, the forceps cover adhesive at the distal end was found peeling/missing. No patient injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed that the forceps cover adhesive at the distal end was found peeling/missing. The customer's reported issue was confirmed as the image is unstable. The scope has fluid invasion inside the ultra sound connector; scope failed leak test at the air/water loose/inlet. The pink colored rubber coating on the distal end is chipped. The bending section cover glue is chipped. The camera/switch self function, there is corrosion inside the control body and ultra sound insulation and scope connector. The scope was repaired and returned to the customer. The scope was last serviced via repair in november 2020 due to a leak in the scope. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.